Event description:
Aseptic loosening fo asr cup. Surgeon explanted cup and head while also explanting srom stem for better exposure. Revised with pinnalce and new srom stem. Update: (B)(6) 2015: der rec'd, asr revision reported by sales rep, right, ((B)(6) 2015.) Update rec'd: 4/15/2015 - medical records received. Patient was revised to address pain and elevated metal ion levels. Upon revision, metallosis, cloudy yellow fluid, metal staining, a thickened rind, necrotic tissue, corrosion on the trunnion, bone loss in the acetabulum, and an anteverted and abducted acetabular cup were noted. The femoral head, sleeve and stem are now being reported. This complaint was updated on 04/22/2015

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).